Event description:
The patient reported headaches and nausea after surgery and was hospitalized. It was determined that the patient's dura was punctured during implant procedure. The leads were explanted. The patient has since been released from the hospital and will be implanted with an advanced bionics spinal cord stimulator in the future.